Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Locking screw locking mechanism for delta xtend metaglene screw came out of the locking screw.

Manufacturer narrative:
The complaint description states that the locking screw locking mechanism for delta xtend metaglene screw came out of the locking screw. It did not appear to have sheared or broken but come unscrewed from the head of the locking screw. The device associated to the complaint was not returned for analysis. No other analysis was possible because neither the batch number nor the x-rays or medical records were provided. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.